Event description:
This report describes the malfunction of the bg check reminder facility in the meter remote of the animas onetouch ping insulin pump system. The meter remote and the insulin pump are designed to work together as a system. Once communication has been established between the meter remote and the pump, one is able to access certain pump functions directly from the meter remote. The owner's booklet describes how the pump can be configured -(B) (4)- to enable the user to be reminded to check one's blood glucose - bg- after a defined period of time e.g. 2 hrs. After a bolus. If the meter remote is paired with the pump and the bg check reminder is selected for use -in the pump-, delivering a bolus via the meter remote is meant to provide the same bg check reminder adjustment - e.g. 2 hrs after bolus or 0 hrs -off- after bolus-. This is described on (B) (4) of the owner's booklet. The problem: the bg check reminder facility in the meter remote does not work. You can change the predefined reminder time -e.g. Adjust the reminder time from 2 hrs to 0 hrs to switch the reminder off- using the meter remote, but whatever change to the reminder is made, this change is not recorded by the pump and the reminder goes off in the pump, regardless of being supposedly canceled by the meter remote. The meter remote is an important component of the onetouch ping insulin pump system and is intended to enable the pumper to bolus insulin and correct bg levels via the meter remote without having to manipulate the pump. This is a very valuable function when one is in long meetings where pulling out a pump can be somewhat awkward - especially for women-. However, the malfunctioning interaction between the meter remote and the pump results in the pump sounding off at the defined bg reminder time set in the pump, regardless of the bg check reminder in the meter remote having been set to 0 -=off-. This can be an unpleasant experience. The work-around for this problem is that I have to switch off the reminder facility in the pump before such long meetings where I need to use the meter remote to bolus and/or check on my bg. I then need to remember to switch the bg reminder back on in the pump after the meeting. There have been quite a few times when I have failed to remember to switch the reminder in the pump back on. This has resulted in my experiencing hyperglycemia for sometimes several to many hours after meals. Hyperglycemia -prolonged- can contribute to the adverse outcomes of long-term complications and oxidative stress associated with type 1 diabetes.